Event description:
Information was received based n review of a journal article titled, "extensor mechanism complications after patellar resurfacing in knee replacement - can they justify non-patellar resurfacing?". The study aimed to review the extensor mechanism complications that were related to knee replacement for the last 6 years in order to analyze if they have a high rate of complications that could justify non-patella resurfacing using the performance knee and vanguard knee manufactured at biomet. This study consisted of all total knee arthroplasties performed from january 2005 until december 2011 in the clinical hospital of valencia, spain, which consisted of 860 total knee arthroplasties using a standard technique for knee replacement and similar rehabilitation protocol. Mean age of patients was 73.15 years old. Mean follow-up was 48 months. 13 patients (1.51%) showed wound infection and developed an acute infection and 11 cases (1.27%) suffered hematogenous infection more than a year after surgery. These patients were excluded from this series as they required revision surgery (836 patients were included). Main extensor mechanism complications were recorded as: patellar fracture (12 cases, 1.43%), patellar tendon rupture (4 cases, 0.47%), patella loosening (8 cases, 0.95%) and clunk syndrome (6 cases, 0.71%). In conclusion, the authors of this study believe better functional results and less pain can occur after patellar resurfacing. It is believed the complications could be an acceptable risk.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.

Manufacturer narrative:
This supplemental report is being submitted to address only one event of the article. The following fields have been updated with additional/ updated information. Event description, patient/ device codes, evaluation codes, manufacturer narrative. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a journal article titled, "extensor mechanism complications after patellar resurfacing in knee replacement - can they justify non-patellar resurfacing?". This complaint addresses two patients that developed wound infection and developed acute infection. There has been no further information provided and the patient outcome is unknown.